Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to override the medication. A technical support specialist (tss) logged into the es server web interface, navigated to settings, devices, selected the appropriate device and retrieved device and override group keys from query results in dispensing device key and override group key and confirmed that the override group appeared on the list of added override groups. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to override the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.